Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2013, the subject pacemaker was implanted with a sorin v lead. Reportedly, an asystole episode of some seconds was observed on the external ECG monitor on (B)(6) 2013. Preliminary analysis revealed that ventricular bursts (with signals with 125 ms intervals) had been recorded in device memories on (B)(6) 2013. Because available data suggested an intermittent ventricular lead issue or a lead-pacemaker connection issue, patient care recommendations were provided (evaluation of the benefit of a reintervention). Reportedly, on (B)(6) 2014, pt was admitted at hospital in emergency. On (B)(6) 2014, reintervention was performed: the ventricular lead was found not duly tightened. Lead tests were performed and returned normal values. The same lead was reconnected to the pacemaker.